Event description:
The customer contacted abbott regarding several calibration failures for the axsym rubella igg assay, where error code 1018 (calibration check failure, cal a, result too high) was generated. The customer stated maintenance procedures were performed, and was advised to centrifuge the rubella calibrators and recalibrate. The customer reported recalibration was successful after centrifugation of the calibrators. Abbott requested the failed calibration data for eval. There was no impact to pt mgmt reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.